Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device failed the audio test. They did not hear the difference between the audio volumes 1 and 5. The customer¿s blood glucose during the incident was 150 mg/dl. No further troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and selftest. Hardware low level failures was present in the insulin pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device communicated properly with glucose sensor simulator and the guardian link (3) transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. The correct test blood glucose value was sent from glucose meter and received by unit under test; device communicated properly with blood glucose meter.